Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient was unhappy with visual outcome with lens. The lens was later exchanged with a non-company lens in a secondary procedure. There was no patient harm and patient was not hospitalized as a result of this event. Additional information was requested, but further no information was available.

Manufacturer narrative:
Correct serial number has been updated in the file. The lens was returned inside a syringe. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company lens, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 21.5 diopter, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).